Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with significatn tortuosity from the aortic arch to the descending aorta, the delivery catheter system (dcs) was advanced too far without fluoroscopic confirmation. The dcs accidentally crossed the aortic valve. The valve was placed and no dissection was noted. Postoperatively, before leaving the operating room, a difference in blood pressure between the left and right sides was noted. Subsequently, a computed tomography scan revealed a dissection extending from the descending aorta to the left lower limb. A stent was placed. Additional information was received that per the physician, the dcs and patient's anatomy caused the dissection. The valve, sheath, and guidewire did not cause or contribute to the dissection. Additional information was received that left subclavian artery hemorrhaging occurred.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the dcs and patient's anatomy caused the dissection. The valve, sheath, and guidewire did not cause or contribute to the dissection.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with significant tortuosity from the aortic arch to the descending aorta, the delivery catheter system (dcs) was advanced too far without fluoroscopic confirmation. The dcs accidentally crossed the aortic valve. The valve was placed and no dissection was noted. Postoperatively, before leaving the operating room, a difference in blood pressure between the left and right sides was noted. Subsequently, a computed tomography scan revealed a dissection extending from the descending aorta to the left lover limb. A stent was placed.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.